Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 4/19/2016 with the following findings: during testing, it was observed that the display screen was dim and discolored. Unrelated to the initial complaint, it was observed that the pump case was cracked near the display lens. The cartridge cap was not returned with the pump and a test cap was used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.